Manufacturer narrative:
The part head processing transfer front from the cobas 8800 system was visually inspected. There was no dirt observed on the stop discs and o-rings of the processing head. In addition, no pictures of the module deck (specifically the separation stations and heating stations) could be provided to confirm or indicate if any traces of leakage from the head was present or not. The instrument¿s ultrasonic data analysis prior to the front processing head replacement showed no flags or volume discrepancies in the specific position where the alleged false positive results observed. After the replacement of the front processing head in processing module a, there was another early CT sars cov-2 positive sample (target 2) reported by the customer. This MDR is for the new allegation of false positive result alleged. The processing head was ruled out as contributing to the false positive results that were observed in the system. (B)(4).

Event description:
A customer from the us alleged generation of false positive results. Five false positive results were initially alleged due to suspected issues with the front process head in a specific well position of the cobas 8800 system. During the course of investigation, a new false sars-cov-2 positive result (target 2) was reported. No harm or injury is alleged. Five mdrs were previously reported on each alleged result. One additional MDR is being filed for the new allegation.